Manufacturer narrative:
Correction made to b5: during follow up, it was clarified that the leak occurred at the top of the patient line after priming. The patient was not connected. The exit of sterile priming fluid from the vented-capped end, or, the uncapped end, of the patient line will not cause or contribute to harm. This is analogous to the harmless common clinical practice of over-priming intravascular lines prior to connection to the access site. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked. The patient was not connected at the time of the event. This occurred after priming for peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session and advised the patient to start over with all new supplies and contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.